Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a lower rate or volume of saline (rate and dose are unknown) than programmed (under infusion) during therapy in the emergency room. The customer stated 100 milliliters of solution remained in the saline bag after the pump indicated that the infusion was complete. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was not verified. The device was found in specification in relation to the reported under infusion which was not reproduced. The device passed all flow rate/volume testing and was found to operate as designed. Should additional relevant information become available, a supplemental report will be submitted.